Event description:
On 20-may-2026, a sales representative reported via (B)(4) that an ar-1934-24ds 2.4 mm bio-suturetak® disposable kit was opened for a case and the drill immediately snapped when placed in the drill sleeve from the kit. Additional information was provided on 27-may-2026 where the sales representative reported via (B)(4) that the device snapped when placed in the ar-1934-24ds drill sleeve from the kit. All fragments were retrieved. A reusable drill tray was used to complete the case. Additional information was provided on 28-may-2026 where the sales representative reported via (B)(4) that this event occurred during a hip scope.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.